Manufacturer narrative:
Additional information has been requested but none has been received as of 10/21/2021; therefore, out of an abundance of caution, we are reporting this event because we cannot rule out the possibility that the use of jada caused or contributed to the need to escalate care to uterine artery embolization and hysterectomy. If we become aware of additional information, we will supplement this report. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
It was reported that the jada system did not control bleeding. The patient went on to have treatment with compression sutures and bakri balloon tamponade, followed by uterine artery ligation and finally, hysterectomy. The patient was diagnosed with coagulopathy (dic) after jada had been attempted. The patient was a (B)(6)-year-old g3p1 who had an emergency cesarean birth of a singleton at 41 weeks following a 13-hour induction of labor. After the hysterotomy was closed, the hcp noted abnormal uterine bleeding thought to be due to uterine atony which was treated with multiple uterotonics without control of the bleeding. Jada was placed (amount of blood loss at jada placement was not recorded. Jada was on active vacuum treatment for 30 minutes. During this time, 500 ml blood was noted to be evacuated from the uterus. The hcp determined that additional measures were needed to control the pph, so the jada device was removed and care was escalated to uterine compression sutures with a bakri balloon tamponade for 30 minutes. The pph was still not controlled, so care was escalated to a uterine artery ligation and finally to a hysterectomy. It was noted that the patient experienced acute respiratory failure and hemorrhagic shock; with both reported as unrelated to jada.